Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing identified a necked-down inner coil near the terminal pin which indicates helix extension/retraction difficulty and over-torque.

Event description:
It was reported that this right atrial (ra) lead dislodged and it was discovered during a routine follow up. This lead was initially attempted to be repositioned, but it was also noted to have exhibited helix extension and retraction issues, therefore; it was explanted and replaced. The lead returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead dislodged and it was discovered during a routine follow up. This lead was initially attempted to be repositioned, but it was also noted to have exhibited helix extension and retraction issues, therefore; it was explanted and replaced. The lead returned for analysis. No additional adverse patient effects were reported.